Manufacturer narrative:
H4: device MFR date entered.

Event description:
It was reported that after a failed delivery, the stent delivery sys was removed per IFU (as a unit). Upon removal of the delivery sys, the stent "implant" was no longer present. The pt was sent for a CT scan, which revealed that the stent was in the femoral artery. At that time the stent "implant" was retrieved using a snare device. No further intervention was performed.